Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump always had problems when there was ¿a storm or a jewish holiday¿ and he would have to go to the emergency room (ER). The specific cause of the event, patient symptoms, interventions/treatment, diagnostics/troubleshooting, and final patient outcome were not reported. Further follow-up is being conducted to obtain ther information. If additional information is received, a follow-up report will be sent.